Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that reviewed how to use 3037 to check ins status and to turn off. Caller followed instructions and tried multiple times and was seeing "poor communication" and then "call hcp-por" screen popped up. Call hcp-por message on 3037. Ts reviewed meaning of screen and reviewed given doi ins battery may be very low. Redirected caller to page rep to see if ins could be reset, checked and then turned off for surgery. 2024-nov-21 additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the poor communication and the por was unknown. It is unknown if the issue was resolved. 2025-feb-26 additional information was received from the patient. They reported that said they needed help turning therapy back on after having surgery. When patient tried to communicator with implant they got poor communication. Redirected patient to hcp.